Manufacturer narrative:
The manufacturer previously reported a device's oxygen blending module board was replaced to address a "service required" alarm condition. The device was recalibrated to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a reportable "service required" alarm condition. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's oxygen blending module board needs to be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a reportable "service required" code was found in the ventilator's downloaded error log. The device evaluation is currently ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.